Event description:
Closure device collagen plug failed to deploy. Manual pressure used to obtain access site hemostasis. This incident has been reported to the manufacturer, rep to pick up, sending in no charge replacement.